Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test at 0.08870 inches. No cosmetic damage noted.

Event description:
The customer reported via phone call that their blood glucose was 416 mg/dl. The customer experienced symptoms of nausea and thirst. The patient treated via manual insulin injection. During troubleshooting, the insulin pump was passed the high pressure test twice, but barely passed it on the second attempt. The insulin pump was returned for analysis.